Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction injection was administered to address the high bg.